Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Planned monovision right eye (od) distance left eye (os) near. Presented at one day post op with striae os. Visual acuity sans corrected (vasc) 20/20 distance od, jaeger j5 near os. Patient brought back to the laser suite, os flap lifted and smoothed. On (B)(6) 2012, vasc was 20/20 od and 20/30 os. No striae noted os. Patient referred back to primary eye care provider.